Manufacturer narrative:
Device 3 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient went to the emergency room (ER) and was hospitalized on (B)(6) 2024. Patient blood glucose was 620 mg/dl and was having heart pain as well. Patient's infusion set was not working properly. Ketones level was high. High blood glucose was treated by multiple daily injections, intravenous (IV), fluids of saline and insulin were given. Patient reported that tubing was leaking from tubing in eight sets. Infusion set was in use for 24 hours. No further information was available.